Manufacturer narrative:
The air and oxygen gas modules which regulate the inspiratory gas flows to the patient were replaced during on site investigation to correct the reported pressure transducer test failure. The replaced parts and device logs were returned for investigation. The logs show that the failure has been occurring since (B)(6) 2017 and the date of event is updated accordingly. The failure was not reproduced during pre-use test of the returned parts in reference ventilators. During ventilation, the air gas module caused auto triggering and the measured peep (positive end expiratory pressure) was slightly lower than set. Both gas modules caused failures during test in the manufacturing test system. Troubleshooting showed that the gas modules had nozzle units with sticky membranes. The nozzle unit consists of a membrane, a mouthpiece and a feather spring. It is used for regulation of the gas flow through the gas module. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. In this case the membranes were sticking to the mouthpieces which is considered as the root cause to the reported failure. The nozzle units in both gas modules should be changed during the yearly preventive maintenance (pm) or after 5000 hours of operation. According to received device logs, the latest pm was performed on (B)(6) 2016 which means that the nozzle units¿ age at the time of event was around 6 months, thus the cause of the stickiness is early wear of the membranes.

Event description:
(B)(4).

Event description:
It was reported that the ventilator failed the pressure transducer sub-test during the pre-use checks tests. There was no patient involvement reported. (B)(4).